Event description:
Per the report received from austria, a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and one (1) month due to calcification leading to stenosis. The patient presented with dyspnea and reduced general condition. A transcatheter heart valve was successfully implanted within the surgical device with no reported complication for the patient, who was noted as to be in stable condition after procedure.

Manufacturer narrative:
The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and having a concomitant coronary artery bypass graft.